Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the fourth dwell, while the hp was connected. The hp had three bags connected, with solution only in the final bag. Nothing was found during troubleshooting that could have caused or contributed to the alarm. The technical service representative (tsr) had the hp cycle the power on the hc device to clear the alarm. The hp would complete therapy using manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.